Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their quality controls were within acceptable range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a preventive maintenance and changed the syringe for the reagent probe. The customer repeats all elevated tni-ultra results on patient samples to verify the results. A siemens headquarters support center (hsc) specialist reviewed the service report and stated that performing the preventive maintenance includes a complete functional inspection of the system as well as part replacement of those parts that may fail over time due to wear. No system issues could be identified. The hsc specialist determined that potential causes may have been an issue with wash performance that corrected itself while the preventive maintenance was being performed, or that there may have been an issue with the sample being tested. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required. MDR 2432235-2017-00626 was filed for the event occurred on (B)(6) 2017.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated tni-ultra result.